Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. There were no devices were received for analysis, however the returned photo appeared to show the catheter with a fractured and detached tip electrode. The internal components of the catheter were exposed. Visual inspection was based solely upon a review of the photograph provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported detached distal electrode remains unknown.

Event description:
During an atrial fibrillation procedure, the distal electrode of the mapping catheter detached. When attempting to withdraw the catheter through the sheath, it became entrapped and resistance was felt. The catheter signal was poor and when the catheter was removed it was noted that the distal electrode has become detached. The catheter was exchanged and the procedure was completed. It is unknown whether the detached electrode was successfully retrieved or remains within the patient. The electrode fragment was not visualized externally. Fluoroscopic imaging was reviewed in an attempt to locate the electrode fragment, but definitive confirmation of its presence or absence in the patient could not be obtained at the time of the procedure.